Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: on what tissue was the suture used? Unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. What instruments were used to grasp the needle? Unknown. Where was the needle grasped during use? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Crimping problem. What is the patient's current status? Alive.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: b1, b2, h6 type of investigation, h6 health effect - impact code, h6 health effect - clinical code. Corrected information: h1. Additional information was requested, and the following was obtained: was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe. An additional dissection had to be done around the area where the needle was lost. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent intervention for reduction of right breast symmetrization and left mastectomy on (B)(6) 2025 and suture was used. During, first operative stage on symmetrization, wire breakage of needle at crimp point occurred. The needle is lost in the mass, impossible to find. As a first intention, use of an ultrasound scanner to try to find the needle, in vain. Secondary use of fluoroscopy. The needle is indeed present in the mass, but leads to partial decay of the preserved part and the positioning of the prepared pillars. In fine, needle found and extracted. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm if this is the needle or suture that has ruptured. It is the needle that broke at the crimping. Was the needle recovered during the initial procedure? Yes, after 20 min of breast research (using x-ray + dissection!!!). Has the patient's post-operative care been modified due to this problem? No. Have there been any consequences for the patient? No. Is the device available for expertise or unused samples from the opened box (maximum 10)? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was additional dissection required in other organs/tissues other than the target tissue? If yes, please describe.